Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the ipg was unable to communicate with the external devices. The patient last recharged the device a month ago. The patient underwent surgical intervention where the ipg was removed and replaced. Therapy has been resumed.